Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
On (B)(6) 2018, the patient called and questioned results obtained on his coaguchek xs meter serial number (B)(4) compared to the doctor's office roche meter. The customer was using the same finger to collect samples for all tests that were performed. The patient also spoke of an incident where he received a high result of approximately 5 inr on his meter and when testing was repeated on the same meter, the result was approximately 2 inr. The customer did not provide the specific results and did not provide the specific date and time for each test. The patient's meter memory was reviewed and the following discrepancies were observed: on (B)(6) 2017 at 11:21 a.m., a sample from the patient resulted as 5.5 inr. On (B)(6) 2017 at 11:25 a.m., a sample from the patient resulted as 2.9 inr. On (B)(6) 2017 at 11:23 a.m., a sample from the patient resulted as 5.4 inr. On (B)(6) 2017 at 11:28 a.m., a sample from the patient resulted as 3.4 inr. The customer was not sure if he used the same finger to collect samples for measurements performed on (B)(6) 2017 and (B)(6) 2017, but noted that he normally always uses the same finger for testing. No adverse events were alleged to have occurred with the patient. The patient had no serious injury due to results obtained on the meter. The patient did not receive any treatment and the patient's medication was not changed based on the meter results. The patient's therapeutic range is 2 - 3 inr. The patient tests weekly or biweekly using the meter. The patient does not have any hematocrit issues. The patient does not have antiphospholipid antibodies or lupus. The patient does not take direct thrombin inhibitors or heparin. The patient has had no dose changes, diet changes, new medications, or new illnesses. The patient had no bleeding or bruising. The patient did not have any special or unusual diet. The patient stated that he does not use the meter measurements to report results to his doctor. He goes to the doctor's office every 4 to 6 weeks to check inr. The patient stated that he purchased the meter from another customer and only uses it at home for peace of mind. The patient noted that he cleaned his hand with dish soap and believed that the residue may contribute to the result discrepancies. The patient's product was requested for investigation. The test strips that were used are no longer available. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.0 inr, customer meter with masterlot strips: 4.1 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.4 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.